Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.

Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure. It was further reported that the target lesion was severely stenosed and the target vessel was moderately tortuous and severely calcified with a significant bend of < 90 degrees.

Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure. It was further reported that the target lesion was severely stenosed and the target vessel was moderately tortuous and severely calcified with a significant bend of < 90 degrees.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion kink 6.5 cm proximal to the distal tip and another kink 26 cm proximal to the distal tip. No other issues were identified during analysis.